Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive, with moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: on examination, the keypad cover was intact and without damage. Moisture corrosion was confirmed in the battery compartment due to leakage through a crack in the battery compartment. Moisture was also found inside the pump on the keypad connector. All keypad buttons demonstrated appropriate response when tested. Investigation confirmed the moisture ingress but did not duplicate the alleged unresponsive keypad buttons.